Manufacturer narrative:
(B)(4). Pump module will not be returned for investigation. The device was fully tested by biomed. No issues were found, the device was placed back in use.

Event description:
Customer reported an over infusion of leukovorin. Customer's medwatch report states "the IV pump was set to run at 50cc/hour for a 100cc of leukovorin and infusion was complete in 1 hour." Clinical engineering performed a functionality test and a preventative maintenance. No issues were found with the rate of delivery or need for any calibrations of the functions. Clinical engineering tried to reproduce the event but were unable to. There was no report of pt harm and no medical intervention was required. Although requested, no additional pt or event info was provided.